Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device not detected on bus. Device not detected on bus. Cannot recover drawer the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) diagnosed the issue, replaced the retractor band, and tested the drawer in hardware test application. The customer confirmed that the station was functioning properly after the repair. The system functioned as intended after the field service engineer repaired the device.